Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device motor and electronic control unit (ecu) connector contacts were bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a maxillofacial surgical procedure, it was observed that the prongs on the electric pen drive device were bent. There was a ten minute delay to the surgical procedure. A spare identical device was available for use. The surgical procedure was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.